Event description:
A malfunction alarm was reported with malfunction code malf 9. There was no adverse impact to the customer's blood glucose level. The technical support provided pump reset information and assisted the caller with resetting the pump, following which the malfunction code did not recur. The customer was instructed to continue using the pump and to call back if any issues arise.